Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open respiratory surgery, an ees linear cutter was fired on the tissue and it could cut properly, however, it deployed some staples that were loosely formed. The surgeon found the unformed staples were like a u-shape, the surgeon did not reverse the liner cutter, there was no leakage and bleeding for the patient, and the patient has had surgery prior to this operation. Additional suturing was performed to complete the case. The surgeon commented that there was a possibility that the thickness of the target tissue was not suitable for the device. There were no patient consequences. No further information is available.